Manufacturer narrative:
The device history records were reviewed, and there were no discrepancies or unusual findings.

Event description:
The patient reports undergoing bilateral cataract surgery with implantation of the crystalens. Postoperatively, the patient reports needing reading glasses for near and reports being unable to drive at night because her distance vision is not sharp in low light conditions. No specific ucva/bcva values (preop or postop) were provided. The patient has scheduled lasik surgery. This report is being submitted based on lack of information regarding cause of event. Reference medwatch report #2031924-2007-00349 for MDR on fellow eye.